Event description:
It was reported that due to wear of liner, revision surgery was performed.

Manufacturer narrative:
The affected reflection acetabular liner was not returned for evaluation. It was reported that the surgeon performed a revision surgery due to wear. The device was manufactured in 2001. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that no clinical relevant documents, radiolographs were provided to conduct a thorough medical assessment. Thus, no medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. Credit cannot be issued for this device.